Event description:
Caller reports the pt tested 6.2 inr on the coaguchek xs system an 4.4 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement sent.